Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing surgical scars are irritated under the lifevest equipment. Patient described the area as painful with no open or broken skin, just uncomfortable. The patient¿s physician advised taking pain medication for the skin irritation. Follow up indicated that the skin irritation improved.